Event description:
Initial result for a patient digoxin was 0.00 ng/ml. When repeated, the result was 1.11 ng/ml. The incorrect result was not used to guide patient therapy. The field service representative could not determine a cause for the discrepant results.